Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presyncopal. Upon interrogation, the right ventricular lead exhibited noise, which led to pacing inhibition. No intervention was reported.